Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was found to have moisture visible through the display lens. Evaluation revealed that the display screen was dim and discolored. There was no moisture corrosion visible inside the battery compartment. During testing, display lens leaks were found. The pump cover was removed and moisture corrosion was visible on internal components of the pump. Unrelated to the complaint, the display lens was observed to be scratched, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display lens seal was peeling. Reportedly, there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.